Event description:
Customer reported that the pump battery would not charge and did not receive a power source alert. There was no adverse impact to the customer's blood glucose level. Customer attempted to charge the pump using a wall outlet and tried different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump under warranty and confirmed the customer's shipping address. Customer planned to use mdi as backup therapy to ensure insulin delivery was not interrupted. Customer was instructed on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label within 10 days.